Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During preparation, an ntw clip (30918a1008) was unable to open when establishing final arm angle (efaa). Troubleshooting was performed, including unlocking and locking the clip and cycling the grippers, but the issue was unable to be resolved. Therefore, the clip was not used and replaced. A new ntw clip (31102a2038) was inserted. However, while establishing final arm angle (efaa), the clip opened roughly 5 degrees. The procedure was continued, and the clip was deployed, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.